Event description:
It was stated that the customer was hospitalized for a low blood glucose reading of 40 mg/dl. The daughter stated that the customer programmed only one bolus at a time, but the bolus history shows that multiple boluses were delivered prior to the hospitalization. Advised that the insulin pump would be replaced. After the initial phone call, a follow-up phone call was made to the customer. The daughter stated that the customer has been hospitalized again for low blood glucose levels. Found that the customer continued to use the insulin pump, even though she was told that it was going to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.